Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. The field service engineer (fse) evaluated the device and verified the reported condition. The green and orange power led went off by vibration caused by the button operation. The power switch overlay was replaced to address the issue. The ventilator passed all testing and opera ted within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a faulty led (light emitting diode) indicator light. There was no patient involvement.